Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad response" was confirmed and reproduced during evaluation. The slow keypad response was found to be caused by a bad component on the processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad response. There was no patient involvement.